Event description:
Patient received radiation at the wrong gantry angle. The radiation therapist mistakenly bypassed the interlock which allowed the system to deliver beams at the wrong gantry angle. The gantry angle was 180 instead of 90. This user error was caused by having to reload patient fields into the system repeatedly. Medical physics discussed with the physician and there were no additional follow up items required for this incident. The patient is on plan to receive the total required dose of radiation over the total treatment plan.